Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative performed a system checkout. Representative checked logs for errors in communication but was unable to replicate the issue. System passed all testings and the navigation system is working normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the camera communication of the navigation system was intermittent. The representative rebooted the system which resolved the issue. There was no patient present at the time of the issue.